Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error which resulted in inadvertent delivery due to syringe manipulation. On (B)(6) 2011 at 1436, the pump was programmed in the pca only mode, to deliver fentanyl 50 mcg/ml, with a 10 mcg pca dose, a 10 min pt lockout, and a 70 mcg 1 hour limit. On (B)(6) 2011 at an unspecified time, the pt's vital signs were "pulse 99, respirations 18, bp 134/91 mmhg, and o2 saturation 93% on room air." The customer contact reported at an unspecified time, the nurse was "giving the pt one last bolus dose before getting the vial out of the pump." The nurse reported that while removing the vial from the pump, the pt reported "a warm feeling." At this time, the "pt became less responsive and finally slumped his head over." The customer contact reported that it, "appears that pt initially was not responding (loc) and was thought not to be breathing. This was for a very short time." Additionally, the pt was treated with 4 doses of narcan 0.1 mg with no initial pt response. At 1053, a code was called and CPR was initiated. The pt treated with oxygen 15 l/min via ambu bag. At an unspecified time, the code team arrived; however, "by the time the code team arrived - pt was breathing (responding to narcan) and had a pulse" and CPR was stopped. At an unspecified time, the pt was treated with an unspecified concentration of epinephrine. It was reported that the pt's cardiac monitor indicated "a brief period of afib followed by sinus tachycardia." At 1059, it was reported that the pt was following minimal commands "with slurred speech and difficulty holding up arms in the air." It was reported that at this time, pt's bp was 179/106 mm/hg and oxygen saturation was 99% on o2 at 10 l/min via mask. The pt underwent a stat head CT scan to rule out "stroke/tia" which was reported as "negative." At 1140, the pt was transferred to the intensive care unit for monitoring. At an unspecified time, the customer reported, "the pca pump was cleared for a total of 350 mcg and 600 mcg was wasted." The pump was removed from clinical service. On (B)(6) 2011, the pt was discharged to home with "no deficits noted at time of discharge." During testing at the user facility, the pump passed testing. The customer stated, "the pump appears to be working according to manufacture recommendations." The customer contact stated, the reported event "appears to be user error as nurse who was discontinuing the pump was not aware of the necessity of closing the slide clamp while still connected to the pt" before removing the syringe from the device which resulted in the pt receiving an unintended bolus. Though requested, no additional information was provided.